Event description:
New information received notes that programming changes were made. The patient was stable.

Event description:
It was reported that the patient's implantable cardioverter defibrillator was noted to exhibit loss of capture. No further information was received.